Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive act buttons due to corroded keypad traces. The insulin pump was tested after cleaning the keypad traces and dome switches; all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump was received with cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 36mg/dl. Paramedics responded to the customers lows and were transported to hospital. The customer was treated for the lows. The customer states they were receiving button errors and had unresponsive buttons. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.